Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 3.00 x 28 synergy¿ drug-eluting stent, despite taking off the stent protector according to guidance, the stent detached. The device was not used and the procedure was completed with another 3.00 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 3.0 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts stretched, lifted and bunched. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The maximum crimped stent profile measurement was reviewed. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one inner lumen/outer extrusion kink at 109mm proximal from the bicomponent bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 3.00 x 28 synergy drug-eluting stent, despite taking off the stent protector according to guidance, the stent detached. The device was not used and the procedure was completed with another 3.00 x 28 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.